Event description:
The report received from the affiliate states that the stent prematurely deployed during placement and remained in the vessel in an unintended location. The patient was (B)(6) female. The target lesion was central vein. Calcification and vessel tortuosity was unknown, and the rate of stenosis was 99%. Approach was made from a femoral vein. A guidewire (product: aguru, brand: boston scientific) was inserted across the lesion and pre-dilatation was conducted with 8mm x 20mm balloon catheter (powerflex p3). After proper preparation and inspection, a smart control (catalog#: c10030sl, lot#: 15466760) was delivered to the lesion. When positioning of the stent was being conducted it was noted that the stent was partially deployed (about 1cm), and the stent jumped and placed at unintended position. It is unknown if the stent was covering any of the intended target lesion. Another 10mm x 40mm smart control was placed at lesion and post-dilatation was performed with unknown balloon catheter. The patient's condition is stable.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that the smart control stent prematurely deployed during placement and remained in the vessel in an unintended location. Another stent was placed at the lesion. The patient was (B)(6) female. The target lesion was central vein. Calcification and vessel tortuosity was unknown, and the rate of stenosis was 99%. Approach was made from a femoral vein. A guidewire (product: aguru, brand: boston scientific) was inserted across the lesion and pre-dilatation was conducted with 8mm x 20mm balloon catheter (powerflex p3). After proper preparation and inspection, a smart control (catalog#: c10030sl, lot#: 15466760) was delivered to the lesion. When positioning of the stent was being conducted it was noted that the stent was partially deployed (about 1cm), and the stent jumped and placed at unintended position. The stent was partially deployed when the sds withdrawn back into the lesion. It could not be confirmed whether the handle of the smart control sds was held flat and straight outside of the patient as outlined in the instructions for use. It is unknown if the stent was covering any of the intended target lesion. Another 10mm x 40mm smart control was placed at lesion and post-dilatation was performed with unknown balloon catheter. The patient's condition is stable. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU outlines to ensure that the stent delivery system outside the patient remains flat and straight. It cautions that slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Based on the limited information and without the return of the delivery system no conclusion can be made regarding the reported event; however, it is possible that procedural factors may have contributed. With review of the DHR there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.